Event description:
It was reported that there was a coupling problem. The patient was having issues with recharging where she was recharging longer than she had to before. This had been happening for the past two months prior. The patient had lost a lot of weight and the battery was ¿moving freely in her hip.¿ when the patient recharged the implantable neurostimulator (ins), the battery was only 1/4 empty and it took her 4 hours to charge completely. The patient was getting all 8 boxes. The implantable neurostimulator recharger (insr) antenna was damaged. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n293961, implanted: (B)(6) 2011, product type: accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).